Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service conducted a phone eval. The customer was coached through an interactive boot up. The customer reported the system operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on (B)(4) 26, 2011 ((B)(4)). FDA requested this event to be removed from the rsr request and filed via 3500a.